Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation of the device displayed dashes (---) for most parameters. A software download was attempted but following the attempt, the message "telemetry error - start failed" was displayed.